Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved primary microdrip set, 2 clave y-sites, 100 inch, non-dehp. It was reported that they have located 2- 60 drop sets that have a black speck which was found inside the drip chamber. There was no patient involvement and harm.